Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release/ site connector while the patient was sleeping. The site location was patient's right abdomen. The pump was worn on the top of the bed sheet while he was sleeping. The infusion had been in use for 1 day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector and excess of glue was found where tubing was joined on the tubing connector. No further information available.